Event description:
It was reported that during a procedure, there was difficulty retracting to the knife blade, the device locked on the tissue and was unable to be removed. The device was not responding. In one instance, the device had to be cut out of the lung of a drug-eluting stent patient because it could not be opened, even manually. The manual retraction tool used while attempting to operate the powered handle and the reload got bent. The intervention performed to resolve these issues was resection and re-stapling.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, h3. D10 concomitant product: en1dr01, ensura dr MRI surescan, (serial # (B)(6)) sigmret, sig power sigmret manual retract tool, (lot # c4j7401x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted: an assembled power handle and clamshell were visible. The handle screen was showing the ready for adapter screen. A adapter and curved tip reload were also visible. The joint between the adapter and the reload was broken. The articulation flag of the reload was bent. The reload jaws were closed and locked on tissue. Functional testing found that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 259 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed that while in the field, abnormalities were noted during the firing and retraction associated with the other returned components of this complaint. Additionally, the data indicated that the handle was unable to complete full retraction of the reload I-beam. It was reported that the instrument was locked on tissue and difficult to retract knife blade. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there was difficulty retracting to the knife blade, the device locking on tissue and being unable to be removed and the device not responding. In one instance, the device had to be cut out of the lung of a drug-eluting stent patient because it could not be opened, even manually. The intervention performed to resolve these issues was resection and re-stapling.

Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm; sigadaptstnd, sig power sigadaptstnd linear adapter, (serial (B)(6)); sigpshell, sig power sigpshell control shell; sigrig, sig power sigrig reuse insertion guide, (lot #c4g7401x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.